Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery that the driver broke. The surgeon recovered the broken segment of the driver from the patient's knee joint. It was also reported a second driver was used to complete the surgery. The surgery was delayed by minutes. No other adverse patient consequences were reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t6 cannulated hexalobe driver (part number 80-4149, batch number 589791) was returned for evaluation. The returned driver was examined visually under magnification and had physical batch number 589791. The driver tip presented with distinguishable, angled fracture surfaces. One lobe had a distinguishable, vertical fracture line parallel to the driver's long axis. These observations support characteristics of a potential torsional failure pattern in a brittle material. The driver tip fracture patterns supported the event description. Not all the broken tip pieces were returned, nor the screws involved. This in combination with the above observations as well as multitude of additional factors presented during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.